Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to charge) was confirmed. As received, the battery was unable to power on a monitor or charge. The battery connector was physically damaged, which prevented the battery from connecting to a monitor or battery charger. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a patient's battery pack sn (B)(4) and reported that the battery pack was unable to charge properly.